Manufacturer narrative:
(B)(4).

Event description:
New information received notes that high capture threshold and undersensing anomaly were observed. The lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-sensed t-wave oversensing on the ventricular channel due to a decrease in r-wave amplitude was observed. Patient was asymptomatic. Programming changes were made. Patient was stable and will continue to be monitored.